Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, with approximately 30 ml of solution. The reported condition of a rupture was not confirmed. After further evaluation, a leak was confirmed. A visual examination of the sample showed no signs of physical abnormality. However, a functional leak test revealed leakage at the volume indicator and port. The root cause was determined to be a manufacturing defect, as the welding area of the volume indicator and port did not have proper seal integrity. As a result of this incident, the equipment used to weld these parts was changed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.